Event description:
It was reported that, during servicing, this 980 ventilator did not pass the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during servicing, this 980 ventilator did not pass the short self test (sst). The device was available for evaluation. While the service personnel (sp) was performing servicing, the ventilator failed the short self test (sst) circuit internal pressure test, the inspiratory auto zero solenoid did not operate and the inspiratory flow module (ifm) printed circuit board assembly (pcba) was replaced. The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. The part was attached to the test ventilator, powered up but failed the extended self test (est) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty so1 in the ifm pcba was identified. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). T the cause of the event was identified as a faulty autozero solenoid (so1) on the ifm pcba. There is an existing previous internal I nvestigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.